Event description:
Reportedly, during patient use, the ventilator autocycled and had to be removed from the patient. The patient was manually ventilated and placed back on the same ventilator after adjustments were made; however, there was still an occasional auto cycling. There were no further adverse patient effects reported.

Manufacturer narrative:
Though requested, additional patient information was not provided. (B)(4).